Event description:
It was reported that the patient underwent a minimally invasive spinal surgical procedure. It was reported that the trocar slipped off of the rod inserter. A different rod inserter was used to create the path with the trocar. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.